Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - netherlands. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported outside of surgery that the unit is defect. There was no patient involvement. Due diligence is complete and there is no additional information available. Upon investigation, the motor speeds were unstable.